Event description:
During an orif of the hip the surgeon was using the reamer in the femoral canal and the reamer head broke off in the femoral canal. There were two small pieces of the base of the reamer head retained in the femoral canal. Pieces were extracted. Reason for use: bone fracture requiring fixation devices.